Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that cardiac resynchronization therapy pacemaker (crt-p) recorded electromagnetic interference (emi) on false atrial tachy response events. The noise was observed on right ventricular lead channel, but it was not over sensed. At this time the emi source was not determined. There were no patient symptoms. Sensitivity reprogramming options were discussed. The crt-p remains in service at this time. No adverse patient effects were reported.